Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 10mm, 33cm peek multi-function handle dings and scratches were noticed throughout the shaft. Also, a crack and a deep scratch were seen at the distal end of the shaft. The 10mm, 33cm peek multi-function handle failed the insulation integrity test. The probable root cause/s could be normal wear, use mishandling or improper sterilization. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation has been compromised.